Event description:
The reporter states that she obtained the blood glucose results of 160 mg/dl and 342 mg/dl on the accu-chek advantage sys. The reporter also states that she obtained an add'l comparison with blood glucose results 162 mg/dl and 342 mg/dl on the accu-chek advantage sys. On both occasions, test results were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.